Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this pulse generator was explanted due to premature battery depletion. It was also noted that the device had been programmed to maximum pacing outputs in the right ventricle and that the patient was 100% pacer dependant. The device is to be returned. There were no additional adverse patient effects.